Manufacturer narrative:
The device history record review confirmed that the device met specifications when released. The device was not returned for analysis; therefore, visual as well as functional testing could not be performed. From the information available it is likely that the device was damaged during use; therefore, a cause of handling damage during use was assigned.

Event description:
It was reported that during the procedure, after the coil was placed in the posterior inferior cerebellar artery (pica) the proximal end of the delivery wire broke off around the left subclavian artery. The physician was able to apply all of the coil to the target lesion. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure, after the coil was placed in the posterior inferior cerebellar artery (pica) the proximal end of the delivery wire broke off around the left subclavian artery. The physician was able to apply all of the coil to the target lesion. There were no reported clinical consequences to the patient.